Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing to the es server due to a no concurrent error. A technical support specialist (tss) connected to the system, followed the relevant knowledge article (med es server messages not processing concurrent error), and confirmed that the root cause was that the operations process requires exclusive access when making changes to non concurrent collections. A concurrent update was performed on the collection, which corrupted its state; as a result, the collection state is no longer valid. The tss restarted the service by following knowledge article 'med es server messages not processing concurrent error' to confirm and resolve the issue. Customer resent messages for the affected patients. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that patients were not crossing from meditech to pyxis es. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that patients were not crossing from meditech to pyxis es. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.